Manufacturer narrative:
For the 54 events reported under exemption number e2012016, 35 complaint devices were returned, 14 complaint devices were disposed, and 5 complaint device was not returned. 25 events were found to have a root cause of operational context, 2 events were found to have a root cause of manufacturing, 6 events were found to have a root cause of supplier design, and 1 event was found to have a root cause of user error. Investigation is still in place for 1 event.

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number - e2012016 for product code fge. This report covers 54 reported events of balloons bursts/pinholes. Of the events, 4 patient was female and 9 were male. The known patients' ages ranged from 28 years to 78 years. All other demographic information is unknown.